Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right ventricular (rv) lead had insulation damage near the suture sleeve. The lead was initially programmed off and was subsequently explanted and replaced. Additionally, the right atrial (ra) lead had a suspected insulation breach due to device/lead interaction or clips on the lead during a previous procedure. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.